Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer's blood glucose level was unknown. The customer reported that they had not tried different cannula lengths. The customer reported that the sites were rotated and inserted into sufficient sub q tissue. Customer stated the tubing was bent. The customer stated that he had been having these alarms and he had been changing sets almost four times because of the issue. The insulin pump will not be returned for analysis.